Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. Details of surgery: immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.